Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 500mg/dl with thirst and increased urination associated with an air bubble issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted an air bubble issue with one cartridge. During troubleshooting, it was determined that the patient was not using correct cartridge fill technique. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.